Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 144 mg/dl. The customer reported that the pump was exposed to condensation. Customer stated the exposure occurred when the pump was on the room when he was showering. Customer stated the pump is vibrating without an alarm or alert. Customer stated the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. Customer stated that he noticed cracks or damage on the pump. The customer was advised that we are sending replacement and asked to return the damage pump.